Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The company representative reported via phone call that the insulin pump had an unresponsive keypad. The esc button did not respond when they were changing the infusion set. The blood glucose reading was 6.8 mmol/l. It was also stated that the customer had a low blood glucose reading of 2.7 mmol/l and a higher reading of 20.1 mmol/l. The high blood glucose reading caused the customer to wet the bed. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.